Manufacturer narrative:
Additional information received indicated the patient was discharged to home on postoperative day 11, without any symptoms and in a very good condition. No further actions are planned at the time of the release.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing capture) likely contributed to the embolization of the initial valve during deployment. Placement of a second valve captured and stabilized the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transseptal mitral prosthesis replacement (valve in valve) procedure, following the alignment of a 29mm sapien 3 valve, during the slow balloon inflation (the final step of the valve deployment in a defined landing zone), the rapid pacing signal was lost. Due to a contraction of the heart and blood pressure growth, the sapien 3 valve 'jumped out' from the left atrium to left ventricle. The valve was stable, still being secured by the stiff wire, but it was deployed outside the of the mitral prosthesis annulus. After quick discussion, the decision was made to deploy another sapien 3 valve into the mitral prosthesis and 'capture and secure' the first implanted sapien 3 valve. The initial valve was 'captured and secured' by the frame of the second valve. The final effect was considered a success. The angiography and tee usg indicated successful deployment. At the time of the report, all valves remain implanted in the patient.